Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery depleted rapidly due to a lead issue. The patient was referred back to the physician. An attempt to obtain additional information was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.